Event description:
Whole attempting to insert or remove a spinal 27 gauge needle during the routine performance of a spinal anesthetic for a knee arthroscopy, the needle broke leaving a 2.5cm of a pencil-point #27 gauge needle in the pt's back. The stylet was removed intact and straight.